Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06979. It was reported the pt is receiving stimulation that is non-beneficial. It was also reported the pt has been giving minimal time to live. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.